Event description:
It was reported that an itb (intrathecal baclofen) catheter "cracked" and a catheter revision was performed on (B)(6) 2010); patient symptoms initially not reported. In later reporting from (B)(6) 2010, it was noted that the patient had a catheter and pump replaced on (B)(6) 2010 and for about a month afterwards, had excellent control of his spasticity. The patient began to notice increased tone about two months ago. His refill physician did a contrast study and wasn't able to aspirate the catheter, so no contrast was injected. He was referred for catheter revision which was performed on (B)(6) 2010. For the revision, the physician opened the pump pocket and attempted to aspirate drug from the catheter. Very little drug was aspirated - less than 1/10th of a ml. He then opened the patient's back over the catheter insertion point. When he got to the catheter, he said it was "cracked", and it broke when he tried to remove it, leaving a piece in the thecal sac. The physician did not believe the midline placement of the catheter caused the catheter to break because the catheter broke at the 19 cm mark. Prior to the revision, the pump was filled with baclofen, 2000 mcg/ml programmed to 600.2 mcg/day with flex dosing. After the physician replaced the catheter, the pump was programmed to deliver 100 mc/day simple continuous using the original 2000 mcg/ml concentration. The daily dose was increased to 150 mcg on (B)(6) 2010. It was anticipated that the patient would be discharged to his home later on (B)(6) 2010.

Manufacturer narrative:
(B)(4). Additional information has been requested and will be made as follow up as it becomes available.